Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. The atrial lead exhibited noise. The noise was unable to be reproduced. The patient was stable post event and will continue to be monitored.